Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 288,684 joules of use and 35:03 minutes, forward firing was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged the procedure was completed by utilizing a second fiber. Patient outcome: "no injury to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.